Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v327567, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# v327567, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient had drainage at the lead/extension connection; the patient started on "po" antibiotics, and after several weeks the site continued to drain and a lesion formed over the site. The decision was made to explant ((B)(6) 2016) and the issue was resolved at the time of the report. It was noted the patient had a medical history of parkinson's disease. Information omitted regarding replacement due to open circuit as it was captured in another pe.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.